Event description:
A customer reported that they went to the emergency room and were admitted to the intensive care unit. Customer's blood glucose (bg) was approximately 700 mg/d. Resulting in damage to the liver, kidney, and stomach. The cause of elevated bg was unknown. Reportedly, the customer injured their wrists, ankles, and legs. The customer received IV fluids of saline and insulin as treatment, which resolved the issue. System check with tandem technical support confirmed the pump was functioning as intended. The customer was discharged from the hospital on june 28, 2025.